Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed an unexpected restart and an error message ((B)(4)) related to the software. Performance testing could not reproduce the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent connection with the expiratory flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple safety reset alarms. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device is currently being returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple safety reset alarms. There was no patient harm or serious injury reported as a result of this incident.